Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: for item 363097 the correct quantity was delivered, but 2 pcs (100 pcs each) were unfortunately sent without a sticker.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: for item 363097 the correct quantity was delivered, but 2 pcs (100 pcs each) were unfortunately sent without a sticker.